Manufacturer narrative:
Date of event was not reported and estimated based on aware date.

Event description:
It was reported that an aneurysm occurred. An eluvia stent was selected for use. Patient sustained an aneurysm after implant. Details surrounding the patient events are unknown. No further information is known at this time. If further information becomes available this report will be updated at that time.